Event description:
On (B)(6) 2026 seaspine/orthofix was made aware of a 45-minute surgical delay involving the mariner deformity spinal system. Per the reporter, the surgeon had trouble seating the final left l4 set screw into a uniplanar extended tab screw. Additionally, the reducers could not reduce the rod fully and disconnected from the tulip. Ultimately the screw and set screw were removed and replaced and the case was successfully completed. This report is for the associated reducers.

Manufacturer narrative:
The reducers were not returned for evaluation, and no lot numbers were provided. Attempts were made to obtain additional information; however, no further details were provided. No root cause could be determined. Intraoperative warnings: breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.